Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Isi has made several attempts to contact the author of the case report to obtain additional information concerning the reported event; however, no additional information has been provided. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received.

Event description:
On (B)(6) 2013, isi became aware of a case report in which a patient who underwent a da vinci prostatectomy procedure sustained injuries. The case report titled iliac vein injury due to a damaged hot shears tip cover during robot assisted radical prostatectomy was cited in a study that was published by the department of urology at loma linda university school of medicine in loma linda, ca titled a prospective analysis of robotic tip cover accessory failure. Reportedly during the surgical procedure, while the surgeon was performing dissection of the patient's contra lateral obturator lymph nodes, he noted that the patient was bleeding from the obturator vein. The surgeon used bipolar coagulation to control the patient's bleeding. Per the information indicated in the case report article, the surgeon initially believed that bleeding was caused by a surgical error. The case report article alleges that upon further dissection of the nodes from the obturator nerve with the monopolar curved scissors (mcs) instrument with the mcs tip cover installed, a small perforation was noted on the right external iliac vein. It was noted by the surgeon that there was a safe distance between the patient's vessel and the mcs instrument. The surgeon repaired the patient's iliac vein using a 5mm metal clip. Per the information indicated in the case report article, inspection of the tip cover accessory after completion of the surgical procedure revealed that the tip cover had two 1 mm holes. The patient was discharged from the hospital 3 days post-op.